Event description:
Caller reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance to perform a pump reset, which resolved the issue, allowing the customer to successfully start their sensor session without further error codes.